Manufacturer narrative:
This report is being subitted as follow up no. 1 to provide additional information in section b5.

Event description:
Additional information was received on 21feb2020. The doctor believes that the patient had a patch graft in order to reconstruct the vessel.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One unused 8fr angio-seal vip device was received for product evaluation. The device was returned in the sealed header bag with all the accessory components. All the accessory components were removed from the packaging and examined. Visual inspection revealed no anomalies with any of the accessory components. The poly-foil pouch was opened carefully, and the device was examined. No visual anomalies were noted. Functional testing was performed, and the hemostasis sheath was mated with arteriotomy locator. The locator was then removed from the hemostasis sheath and the carrier tube assembly was inserted. When the device cap was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. However, without the return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the angio-seal device footplate failed to deploy and was found within the device when removed from the patient. The procedure was completed using manual compression. There was no harm to the patient. Additional information was received on 20jan2020. The procedure performed for the patient prior to use of closure device was mechanical thrombectomy for stroke. The entire device did pullout. The sheath size was 8fr for groin puncture. The blood loss was approximately 20ml. The case was completed with manual pressure. A pre-deployment angiogram was performed. The patient was readmitted with a cold foot and occluded common femoral artery (cfa) at the site of the puncture/compression.